Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0501 captures the reportable event of tip detached. Imdrf device code a0413 captures the reportable event of sheath material separation. Imdrf impact code f23 is being used to capture the removal of the stent. Imdrf impact code f2301 captures the placement of additional stent. Block h11: an axios stent was received for analysis; the delivery system was not returned. Visual inspection found that the stent tip was inside the stent saddle thus, the inner sheath was detached from the delivery system. The black marker was returned attached to the saddle of the stent. A media inspection was performed on the photos provided by the customer, and it was observed that the stent was fully deployed but the black marker was detached, causing the stent being unable to expand. No other problems were noted with the stent. Product analysis confirmed the reported events of stent failure to expand and sheath material separation. The reported event of tip detachment of device or device component could not be confirmed because there was no objective evidence to confirm the event. Additionally, the reported event of delivery system difficult to remove could not be confirmed because this occurred during the procedure and cannot be replicated in the laboratory of analysis. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician resulted in the observed event of inner sheath detached. In october 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze complaints related to the separation of the outer sheath distal black tip. The investigation found that the sheath separation at the black section observed in the reported events was attributed to an insufficient bond between the white body of the outer sheath and the black tip. The insufficient bond was found to be due to a combination of manufacturing maintenance events resulting in a bent mandrel with missing bottom bushing which created uneven heating within the reflow oven. The investigation found that the complaints were associated with devices manufactured following a change of bottom bushings on (B)(6) 2023. A review of manufacturing maintenance routines, calibration activities, process changes, materials, personnel, and the environment related to the reflow process was conducted and concluded that there were no anomalies likely to contribute to outer sheath separation after (B)(6) 2024. In (B)(6) 2024, boston scientific initiated a voluntary product removal associated with specific lots of the hot axios stent and electrocautery-enhanced delivery system (bsc ref. (B)(4)). The referenced device was in scope of this product removal. A corrective and preventive action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic cyst during a cystgastrostomy procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed into the pancreatic cyst with endoscopic ultrasound (eus) guidance. However, after the deployment of the stent's second flange, the delivery system became stuck and could not be removed. Subsequently, the delivery system was pulled out with force, and it was noted that the tip was broken. A day after the stent placement procedure, computed tomography (CT) scan was done to check the stent's expansion; however, it was noted that the stent was unable to expand. Consequently, the stent was removed wherein it was observed that the body of the stent had a piece of black catheter on the outside, and the tip of the catheter on the inside. Another axios stent was placed, and the procedure was completed. The patient is expected to fully recover.

Manufacturer narrative:
Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a0501 captures the reportable event of tip detached. Imdrf device code a0413 captures the reportable event of sheath material separation. Imdrf impact code f23 is being used to capture the removal of the stent. Imdrf impact code f2301 captures the placement of additional stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic cyst during a cystgastrostomy procedure performed on (B)(6) 2024. During the procedure, the stent was able to be deployed into the pancreatic cyst with endoscopic ultrasound (eus) guidance. However, after the deployment of the stent's second flange, the delivery system became stuck and could not be removed. Subsequently, the delivery system was pulled out with force, and it was noted that the tip was broken. A day after the stent placement procedure, computed tomography (CT) scan was done to check the stent's expansion; however, it was noted that the stent was unable to expand. Consequently, the stent was removed wherein it was observed that the body of the stent had a piece of black catheter on the outside, and the tip of the catheter on the inside. Another axios stent was placed, and the procedure was completed. The patient is expected to fully recover.